Event description:
The device was being utilized for a percutaneous cholecystectomy procedure. The physician was using grasping forceps to advance the catheter. Upon attempted removal of the catheter, the acorn tip separated and remained in the abdominal wall. The separated segment was later retrieved during an unrelated exploratory lab.